Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an issue was experienced wherein "communication is lost with the uspo2 module and we had to unplug/plug the usb cable to make it work again." No consequences or impact to patient were reported.